Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that while the ilet was on the charging pad the battery reached full charge, the pump became hot to the touch, the display turned off, and the device would not power back on, consistent with a screen unresponsive and power/charging malfunction. Symptoms included interruption of insulin delivery, requiring the user to discontinue pump therapy and resume multiple daily injections. Outcomes included therapy interruption without reported injury or hospitalization. Investigation included remote troubleshooting, confirmation of charging indicator behavior, guidance to shut down the device to prevent further alerts, and arrangement for replacement with instructions for returning the original unit and syncing data to the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of undetermined root cause pending physical evaluation of the returned unit.